Event description:
It was reported that the customer was treated by paramedics for the low blood glucose and the insulin reaction. Troubleshooting was performed and the programming was correct in the insulin pump.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.